Event description:
It was reported that at the user facility, a rubber gasket was missing. The device was not closing properly, with the potential for the housing to open and expose the non-sterile battery to a surgical site. No further information was provided by the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported event, missing the rubber lining, was confirmed. During the inspection the service technician/specialist observed that the housing was missing the rubber gasket o-ring seal. An aseptic housing bottom o-ring loose/missing failure mode was identified as the primary failure. The device was archived by the manufacturer.

Event description:
It was reported that at the user facility, a rubber gasket was missing. The device was not closing properly, with the potential for the housing to open and expose the non-sterile battery to a surgical site. No further information was provided by the user facility.